Event description:
A healthcare professional called about her facility's contour meters. She stated that a pt's blood glucose was tested using 2 different contour meters. One meter read "hi", while the other read 157 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.